Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine (20 mg/ml at 3.5 mg/day) via an implantable pump for an unknown indication for use. It was reported there was a synchromed ii issue; symptoms of overdose were reported by the patient. The event date was reported to be (B)(6) of 2020. The patient went to the hospital and the physician found 0 ml in the reservoir, but expected to find 5 ml. The pump was programmed to minimum flow rate. The pump and catheter were replaced on (B)(6) 2020 and the patient was doing well; the issue resolved. The pump would be returned. Contributing factors were unknown and no troubleshooting was performed. The patient status was alive - no injury. Further complications were not reported.

Manufacturer narrative:
Analysis of the pump identified no anomalies. If information is provided in the future, a supplemental report will be issued.